Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 3398078. 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met.

Manufacturer narrative:
(B)(4). Dmf# (B)(4). Trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening of the tibial component at the cement to implant interface. A depuy cement was used. No surgical delay. Doi: (B)(6) 2012 dor: (B)(6) 2021 left knee.